Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was not using the pump since november. The customer alleged that the healthcare provider has not been providing the proper settings, and customer believes the recommended settings are incorrect. There was no reported impact to the customer's blood glucose level. Customer reverted to manual injections for insulin therapy. Tandem technical support contacted tandem field team to assist the customer in correcting the settings.